Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; the bronchovideoscope had no image. The event occurred during set up/inspection for use before patient was in room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The reported event, the image disappears, no image, was confirmed. A definitive root cause of the issue could not be determined. Based on the results of the investigation, the most likely cause of the observed event was a faulty electrical connector. Should additional relevant information become available, a supplemental report will be submitted olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.